Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure of the anterior tibial, a guide wire detachment occurred. The v-14 control wire was advanced halfway through the calcified occlusion, and could not advance any further. Once the v-14 control wire had been removed, the physician noticed that the end was missing. He referred to imaging and noticed that the end of the v-14 control wire was half in the rubicon 14 support catheter and half in the vessel. Then the physician removed the support catheter and the broken piece of the v-14 control wire came out in the support catheter. The procedure was stopped and the patient went for surgical review to see if a bypass is needed. No patient complications were reported.